Event description:
It was reported that during preparation for an unspecified procedure, a shaft break occurred. The shaft of the liberte' monorail stent delivery system broke while loading the system onto the guide wire. The event occurred outside of the patient and the device was not used. The procedure was successfully completed with another of the same device. No patient injuries or complications were reported.